Manufacturer narrative:
Based on a review of this information, the following was concluded: the complaint separation of the luer adaptor from the tubing was confirmed and appears to be supplier related. A single photograph of the implicated 20g miniloc safety infusion set was returned for evaluation. The proximal female luer adaptor was completely detached from the extension set tubing. The proximal end of the tubing appeared straight and no tubing fragments were noted within the luer adaptor. These characteristics indicated that the tubing likely dislodged from the luer adaptor due to the adhesive joint failing. The supplier has been notified about this issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the mini loc tubing separated from the port on the end of the tubing. No other information provided.

Event description:
It was reported by customer that the mini loc tubing separated from the port on the end of the tubing. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.